Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the insulation of the thunderbeat disintegrated during use. It was reported that the issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported issue was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: the tissue pad is split, cut and torn, tissue pad is deformed, and pad is peeling off; however, the exact root cause of the confirmed issue could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.